Event description:
Patient reports shock and pain. Pacing spikes on 12 lead EKG(electrocardiogram). Magnet placed over optimizer and patient reported relief. Mdt device interrogation no shocks, episodes, and normal device function. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).